Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had not fully infuse. The device had been filled with a total volume of 120ml of fluorouracil and 0.9% saline. The expected infusion was 3 days but the folfusor had an unknown amount of drug left. There was no patient injury or medical intervention associated with this event. No additional information is available.